Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received an adverse event report ((B)(4)) from nmpa adverse event monitoring system alleging that a nurse found that the mask elbow was damaged when the patient was using a non-invasive ventilator, which may have an impact on the patient. The event caused delayed treatment to the patient. There was no harm or injury reported. There was no medical intervention specified. The mask was replaced with a new mask, treatment was restarted.